Manufacturer narrative:
Product event summary # damaged instrument screw driver 5.5-6.0 solera. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system event having occurred outside of procedure. It was reported that the site found a broken screw driver 5.5-6.0 solera. No patient present.